Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a wire sticking out from the insertion tube of the subject device was found during incoming inspection at olympus repair service center. Other detailed information such as when the event occurred was not provided from the user facility. There was no report of patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility and they provided additional information on the procedure as follows. There was no problem during the procedure and they completed the procedure using the subject device. The wire sticking out from the insertion tube of the subject device was found after the use of the device.